Manufacturer narrative:
The device was not received. Attempts have been made to gather additional information. However, the attempts have been unsuccessful. If additional information is received a supplemental report will be submitted.

Event description:
Medtronic received report that after steam shaping of the catheter tip, it was realized that the distal marker part was detached/ separated from the catheter. No patient injury was reported.

Manufacturer narrative:
The microcatheter was returned for analysis. The catheter was found to have the marker band and approximately 0.6mm of the distal segment missing. The tubing material at the broken end exhibited melted, jagged edges with stretching damage. It is likely that the distal tip became damaged during the shaping process during preparation as evident of the plastic deformation (melting) of the tubing material subsequently causing the distal tip to become separated. The broken end exhibited plastic deformation (jagged edges and stretching) of the tubing material which indicates that microcatheter distal tip separated when pulled and exceeding the tensile strength of the tubing material. Per the catheter's instructions for use (IFU): remove shaping mandrel from card and insert into distal tip of the catheter. Carefully bend catheter tip and shaping mandrel to desired shape. A slight over exaggeration of the shape may be required to accommodate for catheter relaxation. Shape the catheter by holding the shaped portion approximately 1 inch (2.5 cm not less than 1 cm) from the steam source for about 20 seconds (do not exceed 30 seconds). Allow catheter tip to cool in air or saline prior to removing mandrel. Remove mandrel from catheter and discard. Multiple shaping is not recommended. Inspect the tip for any damage that may have resulted from steam shaping the catheter. If any damage is found, do not use the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the treatment procedure of a spinal avf. The catheter marker separated from the catheter distal tip. The device was used and delivered with the unspecified guidewire. It is unknown when the marker separated or where it currently is. No patient injury was reported.